Event description:
The customer reported that while the device was showing artifact, the device then rebooted.

Manufacturer narrative:
The customer reported that while the device was showing artifact, the device then rebooted. The device was evaluated at philips. The symptom could not be reproduced, but the ribbon cable to the processor pca was not fully seated. Reseating the cable resolved the issue. Based on the customer report we will consider this failure as an intermittent malfunction resulting from an incomplete electrical connection.